Event description:
The customer reported that the machine was not switching on. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the machine was not switching on. There was no pt involvement. The device was evaluated by philips. The issue was localized to a defective optical switch. The optical switch was replaced to resolve the issue.